Event description:
On (B)(6) 2025, a surgeon reported an explantation of an implant due to flap necrosis resulting in implant extrusion. The surgeon reported a noncompliant patient and stated the patient was not following postoperative instructions for protection. The implant was removed without any further complication.